Event description:
Electrosurgical unit (esu) was in use to cauterize vessels during robotic hysterectomy. Megadyne electrosurgical patient return electrode in place. When surgeon went to use the esu, it alarmed. Pad was not adhering to patient therefore the esu would not operate. The surgeon was encountering bleeding and needed esu to operate. The return electrode pads from this company have been routinely not adhering to the patient causing this issue repetitively. Pad was checked by circulator and compressed and esu would then operate and vessel was cauterized. Manufacturer response for electrosurgical patient return electrode, megadyne (per site reporter): they sent me a form to complete titled adverse events involving neutral electrodes for high frequency (hf) surgery.